Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sedr01 implantable pulse generator (B)(6) 2013, 5076-52 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had a lead warning. The leads were revised one day post implant and the day of the lead warning. Follow up was attempted but there was no more specific information about the cause of the warning or reason for the revision. The ra and rv leads are still in use. No patient complications have been reported as a result of this event.